Manufacturer narrative:
Per the hill-rom user manual, warning: the bed exit system is not intended as a substitute for good nursing practices. The bed exit system must be used in conjunction with a sound risk assessment and protocol. The bed was returned to the manufacturing site for evaluation. It was observed after 72 hours of the unit being on, the weight data stopped being sent to the gui which led to a failure of the ppm system. The investigation is ongoing. When additional information is available a follow up report will be filed. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds.

Event description:
Hill-rom received a report from the account stating the bed exit was not alarming when a patient exited the bed. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
Field mod z-1816-2017 was issued april 12, 2017 to update the software on the existing products in the field. The anticipated completion date of this field mod is august 2017. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit was not alarming when a patient exited the bed. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).